Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir and insulin pump. The customer states the buttons are unresponsive and the reservoir is leaking. The customer states they noticed alarm and the device went blank and the buttons became unresponsive. The customer's blood glucose level at the time of incident was 56mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.